Event description:
During a urethrectomy, the blade of the cold knife allegedly broke off and fell into pt. Length of procedure was extended in order to retrieve piece. Pt was required to be hospitalized rather than released as outpatient procedure.